Manufacturer narrative:
Qn# (B)(4). The device history review for the product auto endo5 ml lot #73f1800412 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during surgery a clip was loaded into the jaws in closed condition. Therefore, it was replaced with a new unit. No clips fell in the patient.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and one of its centering tabs on the distal end of the channel was bent inwards. The sample appears used as there is biological material present on the device. One loose clip was returned with the device. First, the trigger cycle was completed. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was unable to properly load into the jaws of the applier due to the bent centering tab. This was repeated two more times with the same result. The device was disassembled in order to inspect the internal components. It was found that the clips were slightly out of position in the channel. No other damages or anomalies were observed. Based on the observed damage, it appears that a significant side pressure was applied to the centering tab which caused it to bend. The damage to the centering tab prevented the clips from loading properly. The sample was returned with 8 clips remaining indicating that 7 clips were fired by the end user. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that unintentional user error caused or contributed to this event. The reported complaint of "clip not loading properly" was confirmed based upon the sample received. Upon functional inspection, the clips were unable to load properly. The returned sample had one of the centering tabs in the channel bent inwards. Based on the observed damage, it appears that a significant side pressure was applied to the centering tab which caused it to bend and prevented the clips from loading properly. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. Based upon the observed damage, unintentional user error caused or contributed to this event.

Event description:
It was reported that during surgery a clip was loaded into the jaws in closed condition. Therefore, it was replaced with a new unit. No clips fell in the patient.